Event description:
It was reported that this right ventricular (rv) lead has showed high shock impedance measurements out-of-range of 125 ohms and has remained constant around this range. Beeping tones have been emitted due to this issue. Technical services indicated that the patient's cardiac resynchronization therapy defibrillator needs to be interrogated to stop the beeping and recommended to increase the shock impedance alert to 150 ohms. This rv lead remains in service and no adverse patient effects were reported.